Manufacturer narrative:
Further investigation was conducted with the surgeon and sales rep present during the case. The patient is large athletic type with hard high density bone in the talus. Surgery was conducted in the talus where the end delivery cannula was drilled up into bone for delivery of the bone void filler. After injection and some time during set up of the material, the surgeon attempted to remove the cannula from the talus by hand. The tip of cannula broke inside the talus during removal; the surgeon was able to retrieve the fragment from the bone using a reverse drill bit. The broken fragment and cannula were returned for further analysis. Upon analysis it was evident that the stylus of the cannula was not fully seated into the cannula during the removal process - both the fragment and the cannula were occluded with hardened bsm material that had not been cleared with normal insertion of the stylus. Thus during the removal the cannula was unsupported by the inner stylus. The fracture occured at the weakest point in the cannula where the threading starts. At the fracture site flared metal could be seen which can be evident of extreme bending of the cannula leading to fracture. This bending fracture could occur in an unsupported cannula being removed without support of the stylus. The IFU of the cannula states warning not to bend the cannula, not to remove by hand, and not to remove the cannula without the stylus. The fracture occurred due to not following those warnings and due to the excessive forces placed on the cannula due to incorrect assembly of the cannula before removal.

Event description:
Broken cannula was removed from patient.

Manufacturer narrative:
The investigation on this complaint is still on going and therefore not been complete. There will be a supplemental MDR following this initial MDR submission once the investigation is completed. Device not returned at this time.

Event description:
Broken cannula was removed from patient.